Event description:
The customer reported a drip from the bottom area of the beckman coulter hmx hematology instrument after completing the disinfect procedure. The disinfect procedure was performed in an effort to troubleshoot no diff results on the instrument. The customer was unable to determine the source of the leak, but suspected a lyse leak in the area of the diff lyse pump; service was requested. The field service engineer found a pinhole in the tubing at vl27 on the pump module, leaking erythrolyse, which caused poor differentials. Tubing was replaced. Additionally, clenz leak was found in worn tubing at vl37 on the main diluter which sprayed clenz during shutdown. All associated tubing was changed. Root cause is attributed to leaks in the pump module at vl27 from a pinhole in the tubing and a worn tubing in the main diluter at vl37. Upon a recur, the operator may be exposed to biohazardous materials.

Manufacturer narrative:
(B)(4).